Event description:
Per the surgeon's report, the patient had four instances of infection near the receiver/stimulator over the past six months despite having had a procedure to reposition the device (dates not reported). The patient's device was explanted in late 2008, (exact date not reported). Reimplantation is planned after the patient has recovered from the infection. The patient was implanted with a device in the contralateral ear in 2008.

Manufacturer narrative:
This is a final report, filed december 23, 2008.